Event description:
Reporter alleged blood glucose measured 79 mg/dl at 9:49 am back to back with a result of 189 mg/dl when testing was performed at 9:50 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.